Event description:
A baxter sales representative reported an overinfusion of morphine via an infusor. The patient was a (B)(6) female who had undergone a caesarian section for delivery of the baby. After surgery 100ml of 0.5 mg morphine was to be delivered via an infusor device. Five hours after surgery, the anesthesiologist evaluated the patient who appeared to be overly sleepy. The vital signs were: oxygen saturation of 93%, blood pressure (bp) 100/58 and pulse 52. The device was disconnected. The health professional indicated that the solution remaining in the device was 60ml instead of the desired 90ml. An 80gr of naloxone was administered followed by 80gr in one hour and 40gr two hours later. The patient outcome was good. Reportedly, the device fell from a height of 1 meter prior to use. No external defect was noted and the device was used.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A volume of 40 ml rather than 10 ml was infused over the course of 5 hours. This implies a 8 ml/hr flow rate, which is 400% of the expected flow rate. The device was filled with a 100-ml solution of 0.5 mg/ml morphine in normal saline. The lot number was not provided. Therefore, a batch review could not be conducted. A labeling review found the directions for use: mixing and use, adequate for the potential use/user error associated with this incident. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and a definitive root cause could not be identified. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.